Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00277: driver.

Event description:
While tightening a 2.3mm locking screw into a aculoc 2 vdr plate, the driver tip was over-torqued and the driver tip broke. The surgery was completed with a second driver; there was a 15 minute delay in surgery as a result.